Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the cause was not determined. It wa s reported the physician would revise the leads. Issue was not resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was looking for better coverage; the patient felt stimulation more on one leg but wants both legs. The rep said the patient had one lead in the middle, and they wanted to revise the one lead and implant another to assist with the coverage. The patient indicated to the rep at that time that they felt the ins was not holding a charge. It was noted that the rep did not perform a group measurement but will be meeting the patient again and will call back after getting more information. No further complications were reported.

Manufacturer narrative:
Concomitant medical product: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient was having a lead revision because the lead has shifted over, it has been a challenge to obtain appropriate coverage and they've gotten to the point where all the patient feels is rib stimulation. The caller indicated that the physician is thinking about replacing the ins as well so they want to check the functionality of the ins to see if that needs to be replaced. The patient was claiming they are charging more frequently and the ins isn't holding a charge. The caller stated that it has been about a year since they were last able to charge to full and since they noticed they can only get to 50% and now only 25%. The caller stated that about 4-5 months ago the patient was charging twice a week for 4 hours (starting at a quarter full), but now they charge once a week for 4 hours and only reach 25%. The caller indicated that the patient isn't using the system very often since the lead has shifted so they are simply charging once a week to "keep juice in it." The patient did not have the recharger with them, but indicated that they had previously checked the recharge statistics and are as follows: average coupling - 8 bars 9/18 0.1 hours, 0% charged 9/14 0.3 hours, 25% charged 9/14 0.2 hours, 25% charged 9/7 0.1 hours, 25% charged 9/7 0.0 hours, 25% charged 9/6 0.3 hours, 25% charged. The short charging sessions are noted as the patient isn't using the system and because the site gets hot while recharging. The information was reviewed for recharging and it was believed that the ins was functioning normally as the patient is only charging for about 20 minutes. It was recommended to check the ins site due to the heating issues. No further complications were reported or anticipated.